Event description:
Patient controlled analgesia (pca) tubing noted to be leaking on the site after the connection of the syringe and tubing. Patient s/p mva (status post motor vehicle accident) receiving dilaudid pca ,for pain management to treat the pain from the left fractured femur and left arm, noted liquid dripping from the pca tubing. Set up changed to new settings. Nursing provided defective tubing. Removed tubing from operation and primed new set for patient use appropriately. This product was removed/disposed. There was no harm detected.